Manufacturer narrative:
Received 1 used 15443-31 primary plum set for inspection. The 1.2 micron filter was observed to be wetted out at the inlet and outlet filter vents on the set. The set was tested per product specifications. There was leakage on the set at the filter vent of the 1.2 micron. The reported complaint can be confirmed. The probable cause of the leakage is due to a temporary or complete loss of hydrophobic properties due to prior infusate interaction. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9: date returned 07-aug-2023

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 1.2 micron filter. The reporter stated that there was a nutrition leakage through the filter of the set. The event occurred during use on a neonatal patient, however, no one was reported harmed as a result of this event.